Event description:
It was reported that the implantable pulse generator (ipg) exhibited oversensing. A right atrial (ra) lead polarity switch occurred. Reprogramming was carried out. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.